Manufacturer narrative:
Initial report sent to FDA 05/04/2007.

Event description:
Reportedly a 7-0 surgipro frayed during a carotid procedure. The pt was brought back 1 week post-op due to a hematoma. Specific cause of the hematoma not available. A reoperation was performed without complication and according to the hosp the pt is doing well.